Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of plant's investigation.

Event description:
A perioneal dialysis (pd) patient's caregiver called technical support and stated the cycler had a loud grinding noise and the patient was unable to drain fully on (B)(6) 2016. It was further noted the patient had fluid retention and was subsequently hospitalized. Follow-up with the peritoneal dialysis registered nurse (pdrn) reported the (B)(6) patient with end stage renal disease (esrd) on peritoneal dialysis therapy was admitted to the hospital on (B)(6) 2016 for fluid overload. The patient was given dialysis with (2) 2.5% and also given heparin to clear off the fibrin. The patient recovered from the fluid overload and the signs and symptoms of have resolved.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint could not be confirmed. The exterior of the cycler shows no physical damage. During the simulated treatment of the device the machine passed all test performed without any failures or problems. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the DHR review confirmed the labeling, material, and process controls were within specification.